Manufacturer narrative:
Date sent to the FDA: 08/16/2021. Additional b5 narrative: it was reported that the patient experienced hernia recurrence following the surgery. Date sent to the FDA: 08/16/2021. Corrected b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2010.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted the patient to have multiple adhesions to the anterior abdominal wall. These are primarily associated with the previously placed mesh. The adhesions were taken down and the mesh was examined. He noticed an area where the mesh is not incorporated into tissue. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information was provided.